Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was completely blacked out, blocking the graphics and text. There was no known impact to the customer¿s blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.